Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic with alert for high atrial lead impedance. Noise was noted on atrial lead when patient manipulated arm position. The patient experienced pocket stimulation when the pacing was switched to unipolar. The physician stated that the trend data was incorrect and that some of the data was also missing. The device remained implanted and the physician elected to continue monitoring the lead.